Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the device was not working right and the doctor had put the leads in the wrong spot. They could not touch or move the leads because it would have caused paralysis. The implantable neurostimulator (ins) was removed and taken out, and the leads were still in. The battery was way too high and too close to the skin and it was causing pain. The ins was taken out on (B)(6) 2014. The patient woke up from surgery and could not feel her right leg and the doctor had hit a nerve. The healthcare provider (hcp) said it would be better in a couple of days. The leg had not covered as yet she could not feel it and had no use of the right leg. Because of her right leg not having feeling, she fell down her stairs and tore her rotator cuff. The hcp could not see on x-ray, so they wanted to do an MRI. Compatibility guidelines were requested. It was noted that the patient wanted to have the ins put in again but she was told by her hcp that she could not get another ins. The patient wanted to consult with another hcp.

Event description:
The patient indicated to the caller that the implantable neurostimulator (ins) was removed and that only the leads remained implanted. Per the caller, the patient stated that the ins was removed because ¿it was not put in right¿, but the caller did not know what the patient meant by this. It was not clear what type of issue occurred with the ins. The caller was unsure who removed the ins. Inquiry was made into an MRI of the shoulder. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.